Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where multiple users were unable to authenticate for a period of 10-15 minutes. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the majority were returned as incorrect password when attempted to log in. A technical support specialist found no errors in the ids logs on the server for this timeframe and followed up to engage with hospital it to investigate their domain for returned 'incorrect password.' Customer gave permission to close the case. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where multiple users were unable to authenticate for a period of 10-15 minutes. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.